Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self- test screen and would not complete a boot cycle. This occurred during patient use. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported issue is patient related, however there were no reports of an adverse patient outcome. Physio-control has made multiple attempts to contact the customer for further information of the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self- test screen and would not complete a boot cycle. This occurred during patient use. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported issue is patient related, however there were no reports of an adverse patient outcome. Physio-control has made multiple attempts to contact the customer for further information of the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the single board computer on the system pcb assembly. The customer received a replacement device.